Manufacturer narrative:
Explant was reported due to aortic regurgitation. The investigation found that all three leaflets were torn. There was no inflammation or significant calcifications. X-ray inspection of the returned valve demonstrated deformation of stent post 3. Stent post 3 appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. There was also evidence of one outwardly bent stent post in association with the torn leaflets. A bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, since it is unknown whether the stent deformation occurred before or after the valve explant, the cause of the torn leaflets cannot be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(4) 2016, a 23mm trifecta valve was implanted with the non-everting mattress suture technique using pledgets; an abbott sizer was used in the surgery. In (B)(4) 2021, aortic regurgitation (ar) suddenly became severe. On (B)(4) 2021, the trifecta valve was explanted. Upon explant, the leaflets were confirmed to have become detached from the stent post between the right coronary cusp (rcc) and the non-coronary cusp (ncc) each and prolapsed. A new 21mm sjm regent heart valve w/flex cuff was successfully implanted. The patient was reported to be in stable condition.